Manufacturer narrative:
H3: powered on unit and confirmed vent inop alarm. Unit also alarming motor fault and and xdcr fault. Replaced turbine and motor fault alarm disappeared. Replaced main board resolved issue. Put old turbine back and got motor fault again. Replaced turbine and resolved issue. Ran uvt and ovp, unit passed all test and runs according to OEM specs.

Event description:
Additional information received indicates that a vyaire medical fse was able to go to customer site and resolve the issue.

Manufacturer narrative:
Vyaire medical file identification: (B)(4). Powered on unit and confirmed vent inop alarm. Unit also alarming motor fault and xdcr fault. Replaced turbine and motor fault alarm disappeared. Replaced main board resolved issue. Put old turbine back and got motor fault again. Replaced turbine and resolved issue. Ran uvt and ovp, unit passed all test and runs according to OEM specs. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the ventilator was turned on and immediately gave circuit occlusion and vent inop alarm. He swapped the circuit and that did not resolve the issue. No patient involvement.